Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a clearlink continu-flo solution set. During patient infusion, it was observed that the drip chamber and tubing were filled with fluid; however, there was no flow when the line was opened. During troubleshooting, it was observed that the spike seemed to not be completely piercing the membrane at the administration port. To resolve the issue, the spike was pushed in a little further and then the fluid seemed to flow correctly. There was no patient injury or medical intervention associated with this event. No additional information is available.